Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by customer during routine check that the cs300 intra-aortic balloon pump (iabp) unit had defective lcd due to saline liquid intrusion. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions), a getinge field service engineer (fse) inspected the unit and duplicate lcd failure due to possible saline intrusion. The fse replaced the 10.4" display (d160-00-0113) and performed passing functional checkout, unit was returned to service.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 16 apr 2026.the failure analysis and testing dept. Received part number 0160-00-0113 10.4" display serial number (B)(6) with a reported unit failure of possible liquid or saline spill.the failure analysis and testing dept. Conducted a visual inspection and observed some form of liquid, however no evidence of saline.the failure analysis and testing dept. Installed part number 0160-00-0113 10.4" display serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The display passed testing.possible probable cause of failure was a liquid was sprayed onto screen to clean it, dripped into display.please see attached.the display had time to dry out and when the fat dept. Tested the display it passed testing.retaining the display in the fat dept . Per procedure number 0002-07-d008 rev. Aw.